Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient was referred to another doctor for catheter replacement after the patient was seen on (B)(6) 2012. It was unclear how the health care professional came to the conclusion that there was a catheter issue. There was no mention of a pump issue. The patient was told to return to the clinic after the pump was replaced to discuss medication or therapy options. The patient was also told that he needed to have a magnetic resonance imaging of the lumbar and thoracic spine to confirm the catheter placement. The pump was initially being used to deliver morphine. The medication in the pump was changed to saline on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report. The previously reported [it was also reported that shortly after the original implant; the patient continued on oral medications, overdosed and was admitted to the hospital] was pertained to manufacturer report # 3004209178-2013-08524.

Event description:
It was reported that the patient and managing physician indicated that the pump was 'not working' and the patient was referred to have the device replaced. It was also reported that shortly after the original implant; the patient continued on oral medications, overdosed and was admitted to the hospital. A dye study was performed and they could not aspirate or push medication. The pump was replaced. The patient was noted to have recovered without sequela. The drug in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed passing of the initial and retesting of 1 revolution and 3 revolution dispense tests but it was noted that the 1 revolution trace had a slightly odd appearance. No anomalies were noted in the pump logs.

Manufacturer narrative:
Final analysis of the pump found that the pump tube was deformed. The outlet portion of the tube had a distinct crease. Final analysis of the catheter found an indent in the cup of the sc connector that appeared to be completely offset to the lumen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.